Manufacturer narrative:
Continuation of d10: 6935m55 lead implanted on (B)(6) 2025. Bis-is-15 adaptor implanted on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days post implant the clinic observed loss of capture (loc) with low voltage threshold (lvt) and low voltage response (lvr) and noted a change in impedances. A chest x-ray was performed and revealed the screw electrode on one 5071 lead was facing away from the myocardium. It was noted that the surgeon placed a suture over the 5071 electrodes, which may have contributed to a lead dislodgement. Both pacing leads were removed and replaced. No further patient complications have been reported as a result of this event.